Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer support provided information to reset the pump and assisted the caller with resetting it, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code reappears, which the caller acknowledged and understood.